Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same event; see also 0002184052-2016-00138, 00139 and 00140.

Event description:
The sales associate reported that during an anterior cervical discectomy and fusion (acdf) surgery an implant was unable to be implanted. The implant did not properly seat on the titanium plate. The sales associate added that after they snapped together the 6mm plate with the 6mm allograft, they put it on the inserter and it was loose. It broke off after they mallet the implant in. It was reported there was an hour and half delay in surgery related to allograft breakage. The surgery was completed using the 7mm allograft.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report one of four for the same event, reference 0002184052-2016-00138-1, 00139-1 and 00140-1.

Manufacturer narrative:
Upon further review, this was found to be an hct/p product and not a device. There is no communicable disease adverse event or good tissue practice deviation associated with this event.